Manufacturer narrative:
As reported, the white tube of a 5f mynxgrip vascular closure device (vcd) did not descend to the access site when the gray section of the handle was shuttled down during deployment. Hemostasis was achieved with manual pressure. There was no reported patient injury. The device had been prepared per the instructions for use (IFU), and nothing abnormal was noted prior to the attempted deployment. The mynx vascular closure device (vcd) was used in an interventional procedure via a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used, and angiography confirmed proper insertion angle between 30-45 degrees into an arterial vessel. The vessel diameter was verified to be =5 mm with no significant tortuosity or peripheral vascular disease (pvd)/calcium near the puncture site. Multiple attempts to retract and reshuttle the gray device handle and sheath were unsuccessful, although significant resistance was encountered when attempting to shuttle down. No unusual force was applied during sheath retraction. The white advancer tube was not visible despite several attempts during the procedure but became visible once the device was removed and manipulated on the back table. A total of one (1) non-sterile and seven (7) sterile 5f mynxgrip vascular closure devices associated with the reported complaint were returned for investigation. Visual inspection of the non-sterile unit showed that the shuttle was engaged to the black handle. The stopcock was observed with a cordis mynx syringe attached to the unit. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was received in an exposed condition. The sealant sleeve was observed to be retracted, and the balloon showed no abnormal conditions. No additional anomalies were identified during this visual analysis. All seven (7) sterile units were received inside their original sealed pouches. Per procedure, sampling is required for sterile units, and it was determined that 100% inspection of all received sterile units was needed. Visual inspection of the sterile units showed that the shuttles were engaged to the black handle in all units. The stopcock was observed to be open in all units, and cordis mynx syringes were received detached from the devices. A catheter sheath introducer (csi) was not returned for this evaluation with the sterile units. The sealant and advancer tube were observed in their manufactured positions, and the sealant sleeve was also in its manufactured position. The balloons showed no abnormal conditions. No additional anomalies were observed during this visual analysis. For the non-sterile unit, a functional deployment simulation could not be performed per the device instructions for use (IFU), as the unit was received fully deployed. The sealant was not returned for evaluation, and the advancer tube was already exposed, preventing execution of a deployment test. However, a shuttle displacement test was conducted, during which the shuttle cartridge advanced and retracted to the black handle without issue. An inflation/deflation test was performed, and no issues related to the reported event were observed. The balloon inflated and deflated as expected. An additional vertical test was performed by holding the unit from the handle with the shuttle engaged; gravity did not promote disengagement of the shuttle. No anomalies were observed during this functional evaluation. For the sterile units, deployment simulations were successfully performed per the device IFU, and no functional issues were observed. The shuttle cartridges advanced and retracted to the black handle without issue, and the advancer tube and sealant were deployed without impediment. Inflation/deflation testing was also conducted on the sterile units, and the balloons inflated and deflated as expected. Additional vertical testing confirmed that gravity did not promote shuttle disengagement. No anomalies were observed during functional evaluation of the sterile units. The reported event of ¿sealant-failure to deploy-advancer tube" was not observed through analysis of the returned device since the advancer tube was exposed on the catheter with the sealant deployed off the device. Additionally, the reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since it passed functional analysis and the device was received with the sheath fully retracted on the shuttle tubing. Also, none of the events were confirmed through analysis of the sterile units. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported event of the advancer tube not deploying, especially since the device was received with the advancer tube exposed on the catheter. Additionally, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to advance and retract without issue during the simulated deployment test. However, as the sealant was not received with the device, it is possible that premature swelling of the sealant resulted in the resistance experienced. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Additionally, if the shuttle had resistance during advancement, the shuttle may not have been advanced completely in order to engage the advancer tube. Also, there were no anomalies noted during analysis of the sterile units received. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis of the complaint device, product analysis of the sterile units, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube of a 5f mynxgrip vascular closure device (vcd) did not descend to the access site when the gray section of the handle was shuttled down during deployment. Hemostasis was achieved with manual pressure. There was no reported patient injury. The device had been prepared per the instructions for use (IFU), and nothing abnormal was noted prior to the attempted deployment. The mynx vascular closure device (vcd) was used in an interventional procedure via a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used, and angiography confirmed proper insertion angle between 30-45 degrees into an arterial vessel. The vessel diameter was verified to be =5 mm with no significant tortuosity or peripheral vascular disease (pvd)/calcium near the puncture site. Multiple attempts to retract and reshuttle the gray device handle and sheath were unsuccessful, although significant resistance was encountered when attempting to shuttle down. No unusual force was applied during sheath retraction. The white advancer tube was not visible despite several attempts during the procedure but became visible once the device was removed and manipulated on the back table. Eight sterile devices will be returned for evaluation.